Manufacturer narrative:
Concomitant medical products: c6tr01 crtp, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion due to associated epicardial right ventricular (rv) lead high thresholds. The crt-p was explanted and replaced and the epicardial lead remains in use. No patient complications have been reported as a result of this event.